Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not explanted.

Event description:
The manufacturer was informed on this event through the (B)(6) registry. On (B)(6) 2012, a (B)(6) female patient received a perceval pvs25 in aortic position. The procedure was performed in median sternotomy and a CABG was also performed during the same surgery. At discharge, a good valve functionality is reported (16mmhg, no leaks). On (B)(6) 2019, the site reports a non-structural dysfunction/intra-prosthetic regurgitation 2+. There is no indication that the patient is symptomatic as a result of the reported regurgitation. The device functionality was checked in the yearly follow up with the following findings: no leaks (central/perivalvular) were detected in 2013 and 2014, 2016; the mean gradient was 14mmhg, 8mmhg, 5mmhg, 10mmhg, 5mmhg, 12mmhg in 2013, 2014, 2015, 2016, 2017, 2019, respectively. The central leak was 1+ in 2015 (ae#2), in 2017 and increased to 2+ in 2019. The patient was in nyha class iii in 2016, 2017, and in 2019.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2012, a 73 years old female patient received a perceval pvs25 in aortic position. The procedure was performed in median sternotomy and a CABG was also performed during the same surgery. At discharge, a good valve functionality is reported (16mmhg, no leaks). On (B)(6) 2019, the site reports a non-structural dysfunction/intra-prosthetic regurgitation 2+. The device functionality was checked in the yearly follow up with the following findings: no leaks (central/perivalvular) were detected in 2013 and 2014, 2016; the mean gradient was 14mmhg, 8mmhg, 5mmhg, 10mmhg, 5mmhg, 12mmhg in 2013, 2014, 2015, 2016, 2017, 2019, respectively. The central leak was 1+ in 2015 (ae#2), in 2017 and increased to 2+ in 2019. Additional information received from the site confirmed that despite a progression of the central leak has been observed since 2015, there is no plan for re-intervention, only clinical visits and echo will be performed at this time. Furthermore, the patient was in nhya class ii at the last follow up, but it is reportedly not related to the central leak.

Manufacturer narrative:
Based on the additional information received from the site, despite the increased central leak observed over time, there is no plan for re-intervention and the patient is not reportedly sympomatic as a result of the central leak (the patient's nhya class is not related to the event, based on the information received). As such there is no suspect of patient's injury as a result of this event. Since the device remains implanted, no further investigation can be performed at this time. Ultimately, the root cause of the reported central leak remains unknown. Note: an appropriate code for the "results" of the communication received was not found, for which reason code 4247 was chosen. The findings of the information received are detailed in the conclusions above and in section b5.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.